Event description:
The onsite nihon kohden clincal application specialist reported that the transmitter was in patient use and started making buzzing sounds and getting a "room not registered" message. The transmitter and the batteries were extremely hot. No patient harm reported.

Manufacturer narrative:
Details of complaint: the onsite nihon kohden clinical application specialist reported that the transmitter was in patient use and started making buzzing sounds and receiving a "room not registered" message. The transmitter and the batteries were extremely hot. No patient harm was reported. The customer received an exchange to resolve the issue. Service requested / performed: exchange. Investigation summary: the issue of the gz overheating is most likely a result of improper battery installation by the user. Improper battery installation is known to cause overheating on transmitters. Nihon kohden repair center (nk rc) evaluated the reported device and found it to be in good working condition and was free of any physical damage. As the complaint could not be duplicated, root cause of this issue is most likely use error. A CAPA is not required per corrective action and preventive action process, sop07-003. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the transmitter: model #: pu-681ra; serial #: (B)(6).

Manufacturer narrative:
The onsite nihon kohden clinical application specialist reported that the transmitter was in patient use and started making buzzing sounds and getting a "room not registered" message. The transmitter and the batteries were extremely hot. No patient harm reported. The device will be exchanged. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: the following device was being used in conjunction with the gz telemetry transmitter: central nurses station (cns). Model: pu-681ra sn 00482

Event description:
The onsite nihon kohden clincal application specialist reported that the transmitter was in patient use and started making buzzing sounds and getting a "room not registered" message. The transmitter and the batteries were extremely hot. No patient harm reported.